Manufacturer narrative:
(B)(4). This event was reported under medwatch. However, this is the incorrect manufacturing site. Any further additional information will be reported under this medwatch. Proposed annex g code: mechanical (g04): drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument fractured during use. No adverse events have been reported as a result of the malfunction. No additional information is available.